Event description:
A report was received that the patient underwent a revision procedure due to the patient was having trouble breathing. During the initial implant procedure the physician had tunneled the leads through the pleura. During the revision procedure the physician re-tunneled to the ipg pocket and imaging was taken to insure that the lead tails were not introduced into the pleura. The physician feels the patient's condition was procedure related, not device related. The patient was reportedly doing fine following the procedure and was admitted to the hospital for monitoring.

Event description:
A report was received that the patient underwent a revision procedure due to the patient was having trouble breathing. During the initial implant procedure the physician had tunneled the leads through the pleura. During the revision procedure the physician re-tunneled to the ipg pocket and imaging was taken to insure that the lead tails were not introduced into the pleura. The physician feels the patient's condition was procedure related, not device related. The patient was reportedly doing fine following the procedure and was admitted to the hospital for monitoring.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-1110-02, serial # (B)(4), description: precision implantable pulse generator (ipg).

Manufacturer narrative:
Additional information was received that the patient was hospitalized due to pre-existing liver issues. The physician believed that the implant procedure aggravated the patient's liver condition. Further monitoring will be done to the patient.